Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via telephone call that the blood glucose was running high. The blood glucose reading was 500 mg/dl. The customer had been treated with manual injection. The caller stated that they were going to talk to a doctor about these issues the next day.